Manufacturer narrative:
Isi has not received the cadiere forceps instrument involved with the reported event. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the cadiere forceps fell apart inside the patient. The fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the cadiere forceps fell apart inside the patient. The fragments were retrieved however no further information was provided. Intuitive surgical, inc. (Isi) has requested additional information however the surgeon was unable to provide further details regarding the circumstances of the event. The procedure was completed using a back-up instrument with no reported harm, injury, or adverse outcome.